Event description:
Gamma nail holding bolt was stripped making it difficult to disengage targeted upon completion of surgery.

Event description:
Gamma nail holding bolt was stripped making it difficult to disengage targeted upon completion of surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the nhs to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 8,5 years we presuppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The damages on the nhs head caused a jamming in the target device. Why the nhs was handled with tools could not be determined due to missing information. The operative technique for the gamma3 system includes in details how the nhs shall be used. The issue is classified as misuse. No discrepancies were detected during risk analysis review. No nonconformity identified; no actions are in place.